Event description:
It was reported that a patient death occurred. The 70-80% target lesion was located in the moderately calcified mid left anterior descending artery (lad). Following primary dilatation of the stenosis with a conventional balloon, a 32 x 2.75 promus premier select stent was advanced, but did not cross the lesion. The promus premier select stent was removed and the lesion was dilated. The promus premier select stent was then advanced. The promus premier select stent was not able to cross the lesion. Small probing attempts with the promus premier select stent catheter were unsuccessful. The promus premier select stent was advanced for another attempt to implant. The promus premier select stent catheter system was withdrawn approximately to the main stem left anterior descending artery (lad) junction. The balloon with the stent could no longer be advanced or retracted in the position it had reached. While attempting to retract the catheter system, the user suddenly felt no more resistance during withdrawal. While removing the device, a shaft break near the proximal end of the balloon occurred. The stent balloon was noted to be ruptured. The tear point was proximal to the balloon. The stent balloon remained in the left main artery left anterior descending artery (lad) junction and could not be removed. The treatment was terminated. It was noted that the stent balloon was not inflated at any time during the treatment. During the last contrast imaging, a timi iii was present in the lesion, despite the clamped and unfolded stent. It was noted that the interventionalists believe that there was no medical treatment error, since the procedure was completely lege artis, and later occurrence of the above event was proceeded calmly and prudently without endangering patients in the interventionalists hospital. It was noted that the possible cause of the issue was due to material damage and anchoring of a stent mesh on a calcareous floe. The patient was circulatory stable, symptom free, and transferred to the heart surgery department of another hospital for surgery to remove the fractured segment. The patient underwent a percutaneous coronary intervention (pci) to capture the lost catheter segment, but was not successful. The patient was noted to be stable throughout the procedure, but the stent balloon could not be captured. The patient then underwent surgery, where the patient received two bypasses. At the end of the procedure, circulation dropped, ultimately resulting in the patient passing away. It was noted that the surgeons diagnosed the patient with aortic dissection.

Event description:
It was reported that a patient death occurred. The 70-80% target lesion was located in the moderately calcified mid left anterior descending artery (lad). Following primary dilatation of the stenosis with a conventional balloon, a 32 x 2.75 promus premier select stent was advanced, but did not cross the lesion. The promus premier select stent was removed and the lesion was dilated. The promus premier select stent was then advanced. The promus premier select stent was not able to cross the lesion. Small probing attempts with the promus premier select stent catheter were unsuccessful. The promus premier select stent was advanced for another attempt to implant. The promus premier select stent catheter system was withdrawn approximately to the main stem left anterior descending artery (lad) junction. The balloon with the stent could no longer be advanced or retracted in the position it had reached. While attempting to retract the catheter system, the user suddenly felt no more resistance during withdrawal. While removing the device, a shaft break near the proximal end of the balloon occurred. The stent balloon was noted to be ruptured. The tear point was proximal to the balloon. The stent balloon remained in the left main artery left anterior descending artery (lad) junction and could not be removed. The treatment was terminated. It was noted that the stent balloon was not inflated at any time during the treatment. During the last contrast imaging, a timi iii was present in the lesion, despite the clamped and unfolded stent. It was noted that the interventionalists believe that there was no medical treatment error, since the procedure was completely lege artis, and later occurrence of the above event was proceeded calmly and prudently without endangering patients in the interventionalists hospital. It was noted that the possible cause of the issue was due to material damage and anchoring of a stent mesh on a calcareous floe. The patient was circulatory stable, symptom free, and transferred to the heart surgery department of another hospital for surgery to remove the fractured segment. The patient underwent a percutaneous coronary intervention (pci) to capture the lost catheter segment, but was not successful. The patient was noted to be stable throughout the procedure, but the stent balloon could not be captured. The patient then underwent surgery, where the patient received two bypasses. At the end of the procedure, circulation dropped, ultimately resulting in the patient passing away. It was noted that the surgeons diagnosed the patient with aortic dissection.

Manufacturer narrative:
Device evaluated by manufacturer: promus premier select 32 x 2.75 mm stent delivery system (sds), was returned for analysis without the distal shaft containing the inner outer shaft polymer extrusion, stent, balloon, and tip. The following attributes were examined: stent profile: the device was returned without the distal shaft containing the stent. Balloon profile: distal shaft of the device not returned so the balloon cones could not be reviewed. Tip profile: distal shaft of the device not returned so the tip of the device could not be reviewed. Hypotube profile: a visual and tactile examination of the hypotube shaft found multiple kinks along the length of the hypotube shaft. Shaft polymer extrusion profile: a visual and tactile examination of the outer and mid-shaft section found a break in the midshaft region at 108 cm distal to the distal end of the strain relief with the corewire exposed. No other issues were identified during the product analysis. Media review: procedural angiographic media was provided to assist in the investigation and was reviewed by a boston scientific medical director. A summary of the media review: lad pci complicated by stent/sds entrapment in a heavily calcified vessel. Multiple attempts were made to traverse the calcified vessel with the promus select stent. The sds catheter shaft separated from the balloon/stent in the left coronary cusp. Multiple percutaneous attempts to retrieve the sds fragment were unsuccessful. The patient underwent surgical intervention; however, an aortic dissection was detected, and the patient did not survive the operation. The images provided are consistent with the fatal stuck in lesion/device separation requiring surgical intervention complaint. The heavily calcified anatomy likely contributed to the sds entrapment in the target vessel. The multiple catheter insertions/withdrawals and additional manipulation to advance the sds likely contributed to the sds catheter shaft separation. Unrecognized guide catheter trauma or interaction with the protruding sds fragment during the multiple retrieval attempts may have contributed to the aortic dissection.